Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case MDR ID: 2134265-2013-08307. (B)(4). It was reported that in-stent restenosis occurred. On (B)(6) 2012, the patient experienced silent ischemia. The 75% stenosed, de novo, concentric diffused target lesion, with 30mm long and a reference vessel diameter of 2.5 mm was located in the mildly calcified bifurcation and mid part of proximal left anterior descending (lad) artery. The lesion was treated with pre-dilatation and implantation of 2.50x24mm and 2.50x20mm promus element stents. Following post dilatation, the residual stenosis was 0% and timi flow 3. Two days post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, follow up was performed and revealed a 75% stenosis was located in the proximal lad. The physician performed percutaneous coronary intervention (pci) for the treatment of coronary artery restenosis in the proximal lad. Post procedure, the patient recovered.